Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 300-500 mg/dl) and correction boluses were delivered to address bg. Ketone level was high and considered as being dangerous by a healthcare provider (hcp). Customer adjusted the pump settings with the hcp; however, bg did not "level out". As the customer was not experiencing an elevated bg at the time of the report, tandem technical support (cts) could not determine a cause of the event. Upon follow up, customer declined cts's offer to perform a pump system check and reverted to using manual injections for insulin therapy. Bg level was within range.